Manufacturer narrative:
The required information to enable further investigation, such as the kit's lot number and medical history, was not available and therefore a root cause investigation was not performed. Notwithstanding the above, a review of complaints' trend reveal that all of the alere determine hiv 1/2 ag/ab combo batches are performing according to label claims. Attempts to gain additional information were not successful.

Event description:
Four (B)(6) results were reported with the alere determine hiv 1/2 ag/ab combo since (B)(6) 2017. The (B)(6) results were not confirmed by the abbott architect hiv ag/ab combo 4th generation (B)(6) test. There is insufficient information to determine if a malfunction occurred. The patient's gender, pregnancy status, treatment and patient outcome were unknown. No device lot number was provided. Attempts to gain additional information were not successful.